Event description:
A peritoneal dialysis (pd) pt reported she had recent surgery and admission to hosp. On follow up with the pd nurse she reported there was no surgery but rather the pt presented to the hosp with worsening shortness of breath that interfered with her ambulation and activities. The following is from the medical record provided by the pt's treatment facility. The pt was felt to be in the diastolic congestive heart failure that was treated with lasix IV and her pd therapy was modified to try and intensify her dialysis and aid in the fluid removal. The pulmonary physician did not see any pulmonary reason for the pt's shortness of breath other than her diastolic congestive heart failure and prescribed continuing current management. The pd catheter was in place with no discharge or sign of infection. The pt continued to improve an a daily basis and the pt requested discharge on 01/01/2015. The pt shortness of breath was resolved and pt had diureses well.

Manufacturer narrative:
Medical records were reviewed by post market surveillance clinicians and indicated the following: medical records did not reveal the pt's peritoneal dialysis (pd) treatments were ineffective. The pt's pd treatment was intensified to improve the pt congestive heart failure accompanied with the use of diuretics. There was nothing in records to indicate the congestive heart failure was caused by fmc products.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.